Manufacturer narrative:
Investigation conclusion: the customer reported that leakage occurred and air got in the line from the interface between the tube and cassette. No patient injury was reported. The report refers to product code 77000fd, kangaroo connect rth set, non-sterile, with lot number 200760302. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related adverse trends were identified. One (1) used sample was returned for evaluation. Visual inspection and functional evaluation of the returned product were performed and no air was seen in the tubing line. Additionally, leaking between the tubing line and the cassette was not detected during functional testing. The product functioned as intended and the reported failures were not confirmed. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that leakage occurred and air got in the line from the interface between the tube and cassette. No patient injury was reported.